Manufacturer narrative:
The log file of the affected device was provided and analyzed. Based on the log file analysis it could be verified that two phenomena occurred on the (B)(6) 2020: leakage/disconnection and obstruction. On the date of event the device alarmed leakage several times; the leakage was partly that large that it was detected as disconnection and alarmed accordingly (¿disconnection detected¿). As the anti air shower function was activated, the device reduced the flow as specified and requested reconnection. During this time, no graphs are displayed. This corresponds with the reported "machine looked like it wasn't ventilating the patient" and indicates that this device feature was misinterpreted as malfunction. It was also reported that the ventilation was resumed after reinserting the diaphragm on the expiratory filter. As a second phenomenon, obstruction within the breathing circuit must have happened as well according to the log file analysis. The log file shows that the alarm message "no inspiratory flow detected" was posted by the device as it was also reported by the user. The device was reportedly operated in a volume-controlled mode (vc- simv) and therefore an alarm is generated when the set volume of the mandatory breath cannot be applied. As a result, the alarm message ¿mv low¿ was posted as well. The investigation concluded that both phenomena were caused by an application issue within the breathing circuit as there was no device failure found based on the log file analysis. The device reacted as specified to the detected deviations and generated corresponding alarm messages. It is recommended to test the device according to the manufacturer's specification prior to next use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported, that the device posted the alarm "no inspiratory flow detected" during ventilation. The patient was ventilated on volume control simv mode and a saline nebulisation had just finished when patient's oxygen saturation, heart rate and blood pressure dropped. The device looked like it wasn¿t ventilating the patient. The patient was taken off the ventilator and bagged. Ventilating worked well via this method. Adrenaline was increased from 3ml/hr to 20ml/hr. After reinserting the diaphragm on the expiratory filter the device began to ventilate the patient. However, medical intervention/medication of the patient was reported.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported, that the device posted the alarm "no inspiratory flow detected" during ventilation. The patient was ventilated on volume control simv mode and a saline nebulisation had just finished when patient's oxygen saturation, heart rate and blood pressure dropped. The device looked like it wasn¿t ventilating the patient. The patient was taken off the ventilator and bagged. Ventilating worked well via this method. Adrenaline was increased from 3ml/hr to 20ml/hr. After reinserting the diaphragm on the expiratory filter the device began to ventilate the patient. However, medical intervention/medication of the patient was reported.